Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the t-handle turns at slight drag into void.

Manufacturer narrative:
An event regarding weld failure involving an arc2f t-handle was reported. The event was confirmed. Visual evaluation of the arc2f t-handle showed signs of use and was intact with all components present. However, the weld on the handle shaft assembly has fractured. The two components of the assembly cannot be removed from each other by hand, but they can be rotated about each other confirming the reported ¿drag¿ that the surgeon experienced when turning the device. As it has been confirmed that two welded components of the handle shaft assembly are now able to rotate about each other due to the fractured weld, the device is non-functional. The returned device was then shipped to supplier for further device evaluations as the device is source controlled, however, the device was misplaced/lost at their facility and no evaluations were performed. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been previously reported similar events for the same lot number. The investigation concluded that the reported drag was potentially caused by a weld failure. Device evaluations of the returned device confirmed that the weld on the handle shaft assembly has fractured. The two components of the assembly cannot be removed from each other by hand, but they can be rotated about each other confirming the reported ¿drag¿ that the surgeon experienced when turning the device. It was further identified that a level ii supplier corrective and preventative action was issued to supplier in 2007 for the identified root cause for all of the events for the same referenced lot number which was determined to be multi-factorial and related to the supplier's processing of the handle assemblies.

Event description:
It was reported that the t-handle turns at slight drag into void.